Event description:
Per customer call, when blood pressure is being measured, the scale flickers back and forth rather than moving smoothly and consistently during readings.

Manufacturer narrative:
Per customer call, when blood pressure is being measured, the scale flickers back and forth rather than moving smoothly and consistently during readings. Due diligence has been completed. No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.